Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt's performance with his cochlear implant system was not satisfactory. Testing in the clinic in 2007 showed multiple open circuit electrode. Deactivating the open electrodes in the pt's sound processing program did not alleviate the problem. A CT scan of the intracochlear array reveled normal status (date not provided). Results of an integrity test done on the following month were consistent with normal receiver/stimulator function with multiple open circuit electrodes. Explantation/reimplantation surgery had not been scheduled at the time of this report.